Event description:
It was reported that during an unspecified treatment procedure, the trapper ptca exchange device deflated slowly after the first inflation. The physician used a 7 fr launcher champ guide catheter and a magic fa guidewire to cross the lesion. The trapper ptca exchange device was removed and replaced with another device of the same type and size to successfully complete the procedure. Additional clinical info has been requested regarding this complaint.

Event description:
It was further reported that the procedure was a pci / atherotomy treatment procedure. The lesion being treated was a calcified, 100% stenotic lesion in the right coronary artery. The pt was asymptomatic during the slow deflation. The balloon was fully deflated when withdrawn from the pt, and no pt injuries or complications were reported. Pt status is reported as 'fine'.